Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome. The patient reported that their battery is worn out, and they can barely get it to charge anymore. The patient had relocated and did not have a managing physician. Patient services emailed physician listings to the patient. The patient was to follow-up with a healthcare provider. No further complications or patient symptoms were reported or anticipated. Additional information received from the manufacturing representative (rep) indicated that the physician was not willing to plan a replacement surgery for the patient due to the patient¿s other medical issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they are desperately looking for a physician to replace their battery. They stated that is seems like the physician¿s in the phoenix area afraid of the device. The patient mentioned that they should have had the replacement in dallas before they came to phoenix. No further complications were reported or anticipated.